Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes section d9: returned to manufacturer on: 7/19/2021 section h3: device evaluated by manufacturer¿ yes device evaluation: the complaint lens was received in the original lens case. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics, which is consistent with a lens that was handled during loading. The lens was cleaned, and haptic damage (bent) was observed on one haptic and a torn iol. The complaint issue dc-haptic damage was confirmed; however, based on the fact that the lens was handle during loading this issue can be attributed to handling and cannot be confirmed to be related to manufacturing. The complaint issue dc-override could not be confirmed. Therefore, no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age or date of birth, weight, and ethnicity: information unknown/not provided. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) had damaged haptics as the plunger overrode the lens. The lens was inserted in the right eye and removed during the same-procedure. There was no incision enlargement. The outcome did not significantly interfere with activities of daily life. No additional information was provided.